Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response. No stuck button alarm noted. Device received with peeling keypad overlay

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and the customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported damage to the insulin pump keypad overlay. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.